Event description:
The cypher stent was unable to cross the target lesion. There was no injury to the pt. When the product was received for analysis, the analyst noted that the struts appeared damaged on the proximal end of the stent and that the device was stuck within the inner lumen of a non-cordis catheter. Additional information regarding this secondary failure has been requested.